Manufacturer narrative:
One opened probe was received with no tip protector, in a pouch. The returned sample was visually inspected and found non-conforming with orange/brown foreign material on the port face a clear foreign material in the port. The sample was then functionally conforming for actuation, aspiration and cut. The sample was found conforming for actuation and aspiration, with no bubbles observed during testing, and was non-conforming for cut. The probe was disassembled, and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at a couple locations along the inner cutter. Attached photo was reviewed and the product and lot information seen on the label matches what was reported. However, the reported event cannot be confirmed from the product photo. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation did not confirm the probe had bubbles. The evaluation did confirm that the probe had a cut failure. The exact cause of the cut failure cannot be determined from the evaluation performed. The reported bubbles were not confirmed and the exact root cause for the cut failure cannot be determined from this evaluation, therefore, no specific action was taken by the manufacturing site. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that vitrectomy probe had no cutting performance and bubbles were coming out during the vitrectomy surgery. Aspiration condition was normal. Surgery was completed after replacing the product. There was no patient harm.